Event description:
It was reported over a month later that the patient has had some issues with her stimulation. The patient has been reprogrammed several times by company representatives, approximately every 28 days since implant. The patient would have the therapy working great for a week or maybe two weeks, but then she would start walking and doing (B)(4), and after these periods of increased activity the sensation would shift farther down to where it wasn¿t therapeutic anymore. It has gotten to the point where now, even though its programmed to the highest point it can be, the patient pretty much only feels stimulation in her legs. The last time the patient was programmed which was maybe (B)(6), she had x-rays taken which confirmed the leads migrated. The patient also had an x-ray after it was reported that it stopped working. The company representative told the patient that if the leads migrated this would likely require a revision surgery and she would get paddle leads implanted but after the pain clinic told her the leads had migrated, they did not give her any information with regard to what the next steps will be to resolve this.

Manufacturer narrative:
(B)(4).

Event description:
It was reported four months later that the patient experienced a loss of therapeutic and stimulation in the wrong location. The stimulation has had to be reprogrammed multiple times since implant. The programming/therapy typically feels good for about a week or two, but after the patient increases activity with exercise stimulation seems to move further down the body to the legs instead of lower back/pelvis area.

Event description:
It was further reported that the patient was scheduled for a revision on (B)(6) 2015. Prior to that, on (B)(6) 2015, the patient was scheduled for an office visit to discuss the revision, goals and current stimulation. Additional information was requested regarding the outcome. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was stimulation in the wrong location. The patient wanted to know if it was ¿normal¿ to have to increase the stimulation a lot. The first week after implant, the stimulation was in the correct location and some tweaks were made at the post-op appointment. It was noted that the patient had a (B)(6) and did not have any assistance around the house, so she had been doing more lifting and housework. For the past week, she had felt stimulation lower, in the thighs, calves, and ankles. The stimulation kept getting lower and lower. The symptoms occurred following strenuous activity or exercise. The location of the symptoms were located in the right and left leg. The patient was going to call her managing physician¿s office next week and have a manufacturing representative check the ins and possibly reprogram it. Hopefully, that would get stimulation into the patient¿s back again. However, that would not be known until the system was checked. No interventions or outcome were reported regarding this event. Further fol low-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the leads migrated. The patient reported that stimulation worked for a couple of months but the patient had continued to be reprogrammed by manufacturing representative. The patient had an x-ray done and it showed that the leads had migrated.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n478334, implanted: (B)(6) 2014, product type: accessory. (B)(4).